Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_985 - arb pmcf, patient site ID: (B)(6) - 161 (B)(4). It was reported that on (B)(6) 2021, a patient had a 30mm seguin semi-rigid saddle ring implanted. On (B)(6) 2021, the patient was reported to have reduced hemoglobin levels and anemia. No treatment was provided. On (B)(6) 2021, it was reported that the patient had worsening mitral valve regurgitation, discovered by transthoracic echocardiogram. On (B)(6) 2021, the patient was hospitalized for worsening anemia, and was administered a blood transfusion. On (B)(6) 2021, it was reported that the 20mm seguin semi-rigid saddle ring was explanted and an unknown valve was implanted. On (B)(6) 2021, the patient was diagnosed with coagulopathy. The coagulopathy was resolved the same day with the administration of ppsb. Regurgitation was declared resolved (B)(6) 2021. It is suspected but not finally confirmed that mechanical hemolysis after mitral valve reconstruction caused the patient anemia. No additional information was provided.

Manufacturer narrative:
An event of worsening mitral valve regurgitation, reduced hemoglobin levels and anemia requiring a blood transfusion an coagulopathy were reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.